Event description:
During an atrial flutter ablation procedure, a pericardial effusion occurred requiring a pericardiocentesis. During the procedure, the patient developed atrial tachycardia and the physician decided to perform a transseptal puncture to access the left atrium with a non-abbott needle. Substrate mapping was performed and the need to access the site of the arrhythmia via epicardial puncture was then identified. When using the guidewire, the pericardial effusion occurred and a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.